Manufacturer narrative:
Evaluation: the device was returned in an opened and used condition. An investigation confirmed that the sheath material had separated in two places; 9cm from the distal tip and 25cm from the proximal hub. Information provided stated that the sheath was used in a heavily scarred groin. Most likely this scar material grasped onto the sheath, holding firm when the user attempted to remove it, thus causing the noted separation.

Event description:
Difficulty was encountered while removing the sheath through a heavily scarred groin. When additional force was applied to the sheath, it began to come apart in two places.